Event description:
It was reported that the patient presented to the emergency room (ER) due to tachycardia. It was noted that the right atrial (ra) lead was dislodged, and this was discovered via a chest x-ray. The ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead found no anomalies except for damages consistent with procedure damage. Analysis was normal. No anomalies were found.